Manufacturer narrative:
Patient information not available for reporting. Device explant was not reported. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the tomofix system on (B)(6) 2017 for knee osteoarthritis. In (B)(6) 2017, clear zone was observed around the non-synthes artificial bone. A non-union was also confirmed. No further information was provided. This report is for one (1) tomofix medial high tibia plate-left. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 440.837s, lot# l265646. Manufacturing location: (B)(4), release to warehouse date: feb 06, 2017, expiry date: jan 01, 2027. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.